Event description:
The technician alleged that the brake will not hold when the brake is applied at the foot end of the bed. No injury reported.

Manufacturer narrative:
The technician stated that he replaced the brake casters but the alleged problem remains. No further info is available on the repair of the bed at this time.